Manufacturer narrative:
Other text: work was completed by a smiths medical field service technician at the customer facility. No problem was detected by the field service technician. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. Additional information g3 and d4 catalog number. D4 UDI, d5, e4, g2 and g5 are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that the portex abs pro-vent malfunctioned. While analyzing blood and removing air from the syringe, blood was forced out through the top and the syringe exploded. Blood spilled on the face and upper body of the staff. Additional information provided that the nurse has taken blood samples and vaccine due to the blood exposure.